Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck it a motor error alarm loop during the bolus delivery. Unable to perform the unexpected restart, occlusion, or excessive no delivery alarm tests due to the motor error alarms. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No obvious insulin odor was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection. The drive support disk was inspected and no anomalies were noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm and loose drive support cap from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump was exposed to insulin from reservoir leakage. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. The customer stated that the medtronic sticker is gone. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.